Event description:
It was reported that the customer received the compromised force sensor system alarm while priming the insulin pump. The customer stated that the bottom of the insulin pump looked like it was separating. After pressing down on the insulin pump, the customer was able to prime without any alarms. The customer's blood glucose was over 200 mg/dl. Troubleshooting was done. The customer stated that the drive support cap appeared normal. Explained that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the tests could not be completed due to a cracked end cap. Dog chew marks were found at the case assembly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.